Manufacturer narrative:
No device or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided, but it was reported that the patient had a debridement performed and remained on an IV. The two-week follow up visit showed the infection was ot improving and another debridement was performed. The infection still had not improved and therefore, the patient underwent the first-stage of a two-stage revision to implant an antibiotic spacer. The second stage to remove the spacer and implant new components is planned for (B)(6) 2015. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information pro.

Event description:
It is reported that the patient was revised due to infection. Patient underwent debridement procedure on (B)(6) 2015, and received continued IV treatments. Patient underwent another debridement procedure on (B)(6) 2015, on (B)(6) 2015, the patient was revised and had an antibiotic spacer implanted.